Manufacturer narrative:
The immucor laboratory tested retention product on (B)(6)2017 which performed as expected. An immucor field service engineer (fse) visited the customer site on 08jun2017 to assess the testing instrument in question. The fse proactively adjusted the instrument washer residual volume to center it within the acceptable range (the original value was still within the acceptable range). The fse determined overall that the instrument was operating as expected. Immucor technical support used a remote electronic connection method on 06jun2017 to assess the instrument test well in question, which appeared visually positive.

Event description:
On (B)(6)2017, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument, when tested on (B)(6)2017.